Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
The sparta trackwise digital (twd) complaints developer received notification indicating an emdr record was not created. Upon review it was found the customer name contains more than 50 characters. Biohorizons requested updating the emdr customer name field from 50 characters to 150 characters. Sparta reviewed biohorizons¿s request and found the field is limited to 50 characters per the food and drug administration (FDA). Corrective action: biohorizons immediate fix to the character limit issue required manually updating the customer name within field e1 on the emdr record to reflect 50 characters and resubmit the emdr records. Preventative action: biohorizons contacted the internal development group to review the issue. To resolve the issue the internal development group has updated the data loader used to import customer data into twd to limit the customer name field to 50 characters. This action will prevent the recurrence of records with e1 customer name longer than 50 characters.

Event description:
Implant failed to osseointegrate.